Manufacturer narrative:
Continuation of concomitant products: 693565 lead implanted (B)(6) 2009.

Event description:
It was reported that there was possible device non-capture and failure to sense. An interrogation indicated there was possible undersensing on the right atrial (ra) lead preventing a modeswitch. The device and lead remain in use. No patient complications have been reported as a result of this event.